Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 13993465/1399346, model/catalog description: linear st lead with enhanced stylet 50 cm.

Event description:
A report was received that the patient was no longer experiencing adequate pain relief. The patient underwent an explant procedure.